Event description:
It was reported that the cot was positioned at second to lowest height position when the patient sat on the cot, the head end cot dropped to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.